Event description:
The patient underwent a tlif surgery on l4-s1 levels due to spondylolisthesis. It was reported that, intra-op, screw did not advance properly and felt loose whilst attached to the driver and extender. The surgeon had to remove the screw from patient and tried with a larger screw but the threaded portion on the driver continued to turn even when fully threaded into the screw. So, the surgeon had to use the other driver to complete the case which was fine. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging studies were returned to the manufacturer.